Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the outer layer of the balloon delaminated with pieces falling into the cavity. The inner balloon remained intact. No pt injury reported.